Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, an error 319 occurred. Technical support engineer (tse) reviewed system logs and confirmed error 319, pointing to the axes controller carriage (acc) in universal surgical manipulator (usm) 2. Tse instructed the caller to perform hard power cycle with emergency power off; however, the error persisted. Tse suggested caller to disable the usm, push it out of the way, and continue surgery with 3 usms. Surgeon was okay with the work around and finished the surgery. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. Visual inspection found that the rolling loop was badly damaged and was not able to complete the tests on the system and patient side cart (psc) fixture test platform (pftp) as well. Root cause of this failure is attributed to component failure. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.